Event description:
It was reported that "the catheter broke off in the patient when the dr. Was threading it, he was able to remove it from the patient." There was no reported patient harm.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial kit for analysis. Large quantities of biological material were observed on the sample. The sample was returned with the needle bevel inserted into a sharp's container. It was noted that the catheter hub was still on the needle cannula and was partially advanced. The severed portion of the catheter was detached from the assembly. Visual analysis revealed that the catheter body was severed towards the catheter hub. The severed end was advanced off the cannula. Microscopic examination confirmed the damage and revealed that the point of separation was angled and smooth/uniform, which is damage consistent with contact with sharps. The catheter body was separated 3mm from the catheter hub. The catheter body outer diameter measured 0.035", which is within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured 0.028", which is within the specification limits of 0.027"-0.029" per the catheter extrusion product drawing. The cannula outer diameter measured 0.025" , which is within the specification limits of 0.0250"-0.0255" per the cannula product drawing. Functional inspection could not be accurately performed as the needle bevel was already placed inside a sharp's protector with a locking mechanism. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The report of a separated catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed towards the catheter hub. The separated end was completely deployed off the cannula. The appearance of the points of separation are consistent with damage resulting from the catheter coming in contact with the needle bevel. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter broke off in the patient when the dr. Was threading it, he was able to remove it from the patient". There was no reported patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter broke off in the patient when the dr. Was threading it, he was able to remove it from the patient". There was no reported patient harm.

Manufacturer narrative:
(B)(4).